Event description:
It was stated that the customer was hospitalized due to blood glucose levels as high as 413 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the self test, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.